Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with a decreased pulse and dizziness. During interrogation, an increase in pacing impedance was noted, as well as in increase in threshold with reported loss of capture on the right ventricular (rv) lead. Imaging suggested the lead had advanced into the cardiac tissue and perforated the pericardium. The rv lead was capped and replaced to resolve the event and the patient was in stable condition with no further treatment required.